Event description:
(B)(6) had a right total hip replacement on (B)(6) 2003. (B)(6) received the depuy total hip pinnacle sector ii acetabular cip sz 54, depuy s-rom size 13 stem, sz 18b small proximal metaphyseal portion, standard neck sz 0 + 36 head. Prior to the surgery, (B)(6) had increasing pain and disability in the right hip due to degenerative arthritis of the right hip. In (B)(6) 2010, (B)(6) began to experience chronic right hip pain. On (B)(6) 2010, (B)(6)'s chromium and cobalt levels were elevated with chromium at 1.3 and cobalt at 2.0.